Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed during follow-up in clinic. Review of session records noted abnormal drop in battery voltage. Device was explanted. The patient was stable during and post-procedure. Explant date was unknown.

Event description:
New information received notes that the patient had device change out on (B)(6) 2016.